Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received with no apparent damage and two clips loaded and four loose clips, however, one of them was received closed. The reload and loose clips were tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained and deployed clips as intended. The clips were as intended and conform to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy on (B)(6)2023 and suture clips were used. The clip could not be closed on the suture. The clip was malformed. The device was used on the common bile duct. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - package lot number of the clips?currently, unknown. - please provide the applier product code and lot number? The applier code is ka200 and lot number is unknown.- please confirm if there is an issue with the applier? It passed about 10 years after it was bought it, so there's a possibility that it has deteriorated over time, but it doesn't appear to be damaged. But as they are planning to purchase a new applier. The applier will be sent for inspection. If yes, please create a product complaint and provide the respective reference number(s).n/a. - what suture type and size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- when the event occurred, was the suture placed near the hinge of the clip? Yes. - were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? No.- was the applier checked for damaged (jaws straight and aligned)? It passed about 10 years after it was bought it, so there's a possibility that it has deteriorated over time, but it doesn't appear to be damaged. But as they are planning to purchase a new applier. The applier will be sent for inspection.- if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.